Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a blank display on their insulin pump after inserting a new battery. The customer stated they inserted a new battery five minutes later and was able to recover their display. The customer's blood glucose was 152 mg/dl at the time of the call. The customer was advised to check for any damage on their battery compartment. The customer will be sent a replacement battery cap for their insulin pump. No additional information provided.